Event description:
Surgeon reports post-operative vitritis which prevented restoration of visual acuity to 20/20. The vitritis developed at 1 month post-operative and was treated with intravitreal antibiotics. Vitritis resolved approximately 5 weeks later and current visual acuity is 20/20. The surgeon believes the lens may have malfunctioned as he has no other explanation for the vitritis.